Manufacturer narrative:
The fsr replaced the power manager. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power manager would not switch to fast charge. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the power manager to go to ¿fast charge¿ 29.5 voltage direct current (vdc) after batteries were fully charged and then return to float mode 27.5 vdc as intended. Per data log review on (B)(6) 2019 the power manager was repeatedly reporting supply voltage failure v35 (4) voltage or current with a voltage > 38500 mv. The system was power cycled but still intermittently reported the v35 error. Most likely this a power manager hardware issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.